Manufacturer narrative:
Initial report ref to natus complaint# (B)(4). Sterile date of product - 21 mar 2025. Device history record review: unit has passed all the required tests. No manufacturing defects or non-conformances observed. Capa005781 was opened to investigate the increase in complaint rates for the eds product line. Complaint history review/trend analysis: (24 months review and percent of sales) 54 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within the past two years. Failure rate = (B)(4). Risk management review: (identify hazard ID). A review of (B)(4) medical device hazard analysis (rev 10), identifies the hazard situation as "5.12 stopcocks: broken, cracked/fractured luer fitting." The risk level is considered moderate. Based on complaint of "damaged stopcock." This determination is based on the information received from the customer. Root cause/failure investigation: the customer did not return the device for evaluation or provide further information on the failure. Devices are fully tested prior to release of product. No further action is required; complaints will be tracked and trended for recurring issues. Failure mode: no device returned - unable to determine.

Event description:
Nt821731c - damaged stopcock.